Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for this product is known; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of nerve damage in a (B)(6) male patient who received super poligrip free denture adhesive cream (formulation (B)(4)) for denture adhesion. A physician or other healthcare professional has not verified this report. Concurrent medications included fish oil, folic acid, potassium salt (potassium), cyanocobalamin (b12), garlic and saw palmetto ("saw grass palmetto"). In (B)(6) 2008 the patient started super poligrip (dental). In (B)(6) 2009, approximately 9 months after starting super poligrip, the patient experienced nerve damage, leg numbness, tingling in leg, coldness in leg, leg problem and leg pain. The patient called his physician who advised him to go to the hospital. The patient was hospitalized for one night for diagnostic testing. The discharge diagnosis was nerve damage to legs. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved. The patient queried whether his events were due to the zinc in super poligrip.